Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain") and autoimmune disorder ("autoimmune disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and fatigue ("generalized fatigue"). At the time of the report, the pain, autoimmune disorder and fatigue outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, fatigue and pain with essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain. She also reported autoimmune disease. Pain is regarded as anticipated according to the reference safety information for essure whereas autoimmune disorder is unanticipated. Considering the local, mechanical action of essure at fallopian tubes and the pathophysiology of autoimmune disorders, causality with the suspect inserts is not related. Despite the limited information, a causal relationship between pain and essure cannot be excluded, as a surgical intervention will be required and in line with regulatory authority assessment. Hence, the case was regarded as incident. In addition, a non-serious event was reported. A product technical analysis is expected. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain") and autoimmune disorder ("autoimmune disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and fatigue ("generalized fatigue"). At the time of the report, the pain, autoimmune disorder and fatigue outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, fatigue and pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-may-2017 for the following meddra preferred term: pain - analysis in the global safety database revealed 348 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain. She also reported autoimmune disease. Pain is regarded as anticipated according to the reference safety information for essure whereas autoimmune disorder is unanticipated. Considering the local, mechanical action of essure at fallopian tubes and the pathophysiology of autoimmune disorders, causality with the suspect inserts is not related. Despite the limited information, a causal relationship between pain and essure cannot be excluded, as a surgical intervention will be required and in line with regulatory authority assessment. Hence, the case was regarded as incident. In addition, a non-serious event was reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.